Manufacturer narrative:
Aside from the x-ray sent to us, no other input has been provided to this date. We have asked the hospital and the attending surgeon to provide us with further information. Accordingly, we will conduct further investigation after the healthcare provider responds to our request.

Event description:
A 5.6mm gap nail was implanted into the right tibia of a patient and broke distally, at the first distal screw hole.

Manufacturer narrative:
This incident has already been reported in the past ((B)(4), MFR report # 3000327445-2017-00006). The company rep was not aware of the this fact and reported the incident as a new case. Here we are providing the results of our further investigation to the case. Attachment: [evaluation summary (B)(4)_follow.pdf].